Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed hardware, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had failed hardware, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 2 main had failed repeatedly. The field service engineer (fse) found that the open and close sensor was out of position. The fse properly repositioned the sensor which resolved the issue and tested the drawer in main and test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.